Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient observed a low glucose reading on the ilet after recently switching to fiasp, paused and removed the ilet, ingested oral glucose including a sugared beverage, then reattached the device; the patient was reluctant to answer portions of the assessment. Symptoms included hypoglycemia. Outcomes included self-treatment with oral carbohydrate and no alarms. Investigation included troubleshooting and user education conducted by support staff. Investigation of this case revealed no device alerts or malfunctions reported and no device component issues identified, with cause of the hypoglycemia unclear given concurrent user actions and recent insulin change. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.